Event description:
It was reported that the handheld device would frequently freeze while performing interrogations. There were no issues with the batteries. The handheld device and software flashcard have not been returned to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 12/09/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 12/09/2014. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.